Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in below section with this follow up report. B1(adverse event)- selected. B2 (hospitalization - initial or prolonged) and (required intervention to prevent permanent impairment/damage (devices))- selected. B5- updated sumary with respect to serious injury event. D10 -updated concomitants. H1/h2 (type of reportable event) -updated to serious injury. H6 (hecc, heic) as harm code updated to 1905 and 1593 and treatment code 4607 was updated for both the harm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia and symptoms of shortness of breath. The customer was unable to see the screen. The customer reported blood glucose value of 259 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion) and hospitalized for greater than 24hours. The event involved product(s) unomedical, mmt-332a, unk_ngp, unk_sensor.troubleshooting was partially performed, and the customer declined further troubleshooting. It was unknown that the customer was using the pump for 48 hour before the reported event and it was unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for unomedical, mmt-332a, unk_ngp, unk_sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported unable to see the screen. The customer reported blood glucose value of 259 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) unomedical, mmt-332a, unk_ngp, unk_sensor. Troubleshooting was unable to perform due to customer declined it. It was unknown that the customer was using the pump for 48 hour before the reported event and it was unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for unomedical, mmt-332a, unk_ngp, unk_sensor.